Event description:
Pt had hemodialysis model 4000 dilayzer being used. One hr and 20 min into treatment, dialyzer had blood leak and was changed to model 170 and treatment completed. Several hrs later pt became symptomatic. Complained burning eyes, loss of vision, loss of hearing, headache, and other problems.